Manufacturer narrative:
As the stent remains implanted and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that following successful deployment of four sentinol stents, the delivery system of one of the stents caught on the guidewire during removal of the delivery system, this difficulty and the need to remove the guidewire along with the delivery system caused the loss of access and the need to re-insert a guidewire. Femoral artery (sfa). There were no patient complications reported.